Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not moving out of maintenance mode. A field service engineer (fse) reviewed the reported issue where the medication station application halted while entering maintenance mode. The fse determined that the issue was caused by the helmer refrigerator connected to the system. The fse instructed the customer to disconnect the refrigerator from the main power source to allow the application to load, which was completed successfully. After confirmation that the application loaded correctly, the fse instructed the customer to reconnect the refrigerator to the main power source, and normal operation was confirmed. Service was restored successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, device was not moving out of maintenance mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.